Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the rep was told by an or personnell that the patient had a full explant due to infection. It was unknown if there were any contributing factors. The system was explanted and the issue was resolved. The devices would not be returned for analysis as the customer discarded them.